Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was observed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored and the battery compartment was cracked. This report is made based on results of the investigation performed on (B)(4) 2015.